Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. Product #1 pi main [pi-2022-0010499-01] the reported event of a contact force issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis; however, this batch is associated with a potential recognition issue and loss of functionality. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. As a result of this issue, abbott is performing further investigation. Product #2 pi main [pi-2022-0010499-02] the reported event of a contact force issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis; however, this batch is associated with a potential recognition issue and loss of functionality. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. As a result of this issue, abbott is performing further investigation.

Event description:
During an atypical right atrial flutter procedure two tacticath se ablation catheters experienced the same problem: just after connecting the catheter to the system it was properly recognized by the system but the contact force value wasn't displayed (it remained 0 g, purple). Checked all the connections and rebooted the tactisys without being able to fix the issue. Also checked the two catheters with a second tactisys but the problem persisted. It was decided to open a third tacticath se with different lot number: it was properly recognized and the contact force was fine too. We successfully performed the procedure with no adverse events for the patient.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
During atypical atrial flutter procedure, catheter was recognized by system but contact force value did not display. Catheter was replaced and issue still persisted. Tactisys was rebooted and all connections were checked but the problem continued. Both catheters were connected to another tactisys but had the same issue. A third catheter from a different lot number was used which resolved the issue. The procedure was completed successfully with no adverse effects for the patient.